Event description:
The national complaint coordinator (ncc) for baxter received a complaint from a user facility involving the basal/bolus infusor. According to the facility, the device over-infused during patient use. The device was filled with a total fill volume of 96ml of 0.2% ropivacaine hydrocloride hydrate, morphine hydrocloride, and droleptan. The facility reported that the infusion of the drug was completed in 24 hours. There was no adverse patient outcome, injury, or medical intervention associated with the alleged incident. No further information was available.

Manufacturer narrative:
One used infusor was received containing no fluid. Upon receipt, the unit was visually examined for any signs of abnormality that may have potentially contributed to the reported condition and no such signs were found. A standard flow test was performed on the infusor for 19.2 hours. At the end of the flow test period, the flow rate was found to be within the specification range. The device performed as expected. Functional testing of the actual sample did not confirm the reported condition.